Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon ¿foreign matter was mixed into the connector on the light source side (the connector could not be connected)" was reproduced. It was confirmed that a metallic cylindrical material was mixed in. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus video system center a foreign material was found stuck in the light source connector. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Foreign material was found stuck in the video connector and had to be removed by an olympus engineer. Additionally, the lens of the light path was found detached. This detachment was causing a weak light. If additional information becomes available following the device evaluation, a supplemental report will be filed.